Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing including the displacement test. The device was received with intermittent button response due to moisture damage keypad traces.

Event description:
It was reported that the customer was hospitalized due to diabetes ketoacidosis. The father stated that the buttons keypads were sticking, and he requested a replacement. The customer's blood glucose reading at time of her admission was 260mg/dl. No further information was provided.